Manufacturer narrative:
It was reported that the event occurred on an unspecified day the week of (B)(6) 2018. Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found out of specification by under delivering during evaluation. The device was flow rate tested at a rate found in the event history log of volume to be infused of 62.5ml at a rate of 250 ml/hour and was found to under deliver with a final delivery of 58.416ml (-6.5344%). This conflicts with the reported symptom by the customer which alleged that the pump changed the infusion rate leading to heparin overdose (over-infusion/ excessive therapy). Based on baxter's device investigation and medical assessment the device could not have caused or contributed to over-infusion of heparin, and therefore it could not have caused or contributed to heparin overdose. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Fingers and valves were found to rebound as designed and no contamination was found on the door. The device was recalibrated to correct the under infusing condition found during evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a change in the infusion rate during therapy which led to asymptomatic heparin overdose. Reportedly a primary infusion containing heparin was delivered at 1400 units/hour at 14ml/hour, and then it was run at 110units/hour at the rate of 11ml/hour. The reported volume to be infused was 250ml and the originally intended dose of heparin solution remained unreported. The reporter stated that laboratory findings indicated heparin overdose. No specific laboratory results were reported and the patient's baseline condition remained unknown during follow-up. No additional information is available.